Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017 clinical support was on site to troubleshoot the analyzer. He reported the g8 is now transmitting results to the rps (reporting software) and lis (laboratory information system) and the problem was a loose connection on the kespan serial adaptor coming from the g8. Customer tightened loose connection and restarted their lis. Transmission problem resolved. The most probable cause of the reported event was loose connection from g8 to lis.

Event description:
On (B)(6) 2017 a customer reported that the g8 analyzer and the rps (reporting software) were moved and now nothing is transmitting to rps or lis (laboratory information system) with their hlc-723g8 analyzer. The customer reports that the they check all settings, connections, and comports. Powered off g8 and exited rps. Powered on opened rps and ran samples and received host communication error 347. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.